Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported, the patient needed assistance with turning off their stimulation and doing a readiness check for an MRI. The patient also mentioned they will be leaving their stimulation off since it did not work for them. The patient has an explant surgery scheduled for (B)(6) 2025.

Event description:
It was reported the patient needed assistance with turning off their stimulation and doing a readiness check for an MRI. The patient also mentioned they will be leaving their stimulation off since it did not work for them. The patient has an explant surgery scheduled for (B)(6) 2025.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). Correction: block g2: initial reporter. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on the DHR review, there were no issues found that would have caused or contributed to the reported issue. As the device was unavailable for evaluation, it is difficult to determine the cause of the reported issue. Known inherent risk was chosen as conclusion code due to reported issues being covered in axonics risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.